Event description:
It was reported that a perforation, pericardial effusion and cardiac tamponade occurred. A cardioversion was performed prior to the start of the procedure. A left atrial appendage (laa) closure procedure was then performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The procedure was performed with no issues. One small partial recapture was performed as the device was noted to be a millimeter or two too deep. The release criteria was met and the device was released. An effusion sweep was done before the case with no effusion noted. The patient was monitored for an effusion post case since a small partial recapture was done. No effusion was seen so the patient was extubated and sent to recovery and the floor. Protamine was not given due to the cardioversion pre-procedure. Approximately two hours post-procedure, the patient was urgently brought to cath lab with a circumferential effusion and tamponade beginning. The patient's systolic blood pressure was in the 50s. A pericardiocentesis was performed and 450cc was removed and the patient immediately showed signs of relief. The patient's blood pressure increased, pulse slowed, and skin color returned to a pink hue. The drain was left in place and the patient was sent to cardiac care unit for overnight observation. The patient was stable and the drain was removed on (B)(6) 2021. The patient was discharged on (B)(6) 2021.